Event description:
Customer reported that following a diagnostic catheterization procedure in 2000, a technologist, who was not trained in the deployment of the vasoseal es attempted to use it. After placing the sheath, technologist was unable to retract the j-segment of the vasoseal es temporary arteriotomy locator and thought that the j segment was stuck in the artery. The pt was immediately taken for surgery. Surgeon made a small incision and observed the wire in the tissue tract and the artery was already clotted off. No surgical repair of the artery was necessary. The small incision was dressed and the pt was sent back to her room. Pt was discharged later that day. No further complications were reported.